Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device and right ventricular (rv) lead continue to exhibit high out of range pace impedance measurements and loss of capture. A revision procedure took place and this lead was capped and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient heard an alarm. The clinician called boston scientific technical services (ts) to discuss how to demo beeping tones that are emitted from the patient's device. As the patient reported the alarm sounded like "mechanical breathing," the clinician did not believe the sound came from the device. The clinician also reported that the device exhibited high out-of-range pace impedance measurements (>2000 ohms). Additional information received indicates that the high out-of-range pace impedance measurement was on the right ventricular (rv) channel and the action plan is to monitor the patient and re-evaluate in a few months. The device remains in service. No adverse patient effects were reported.